Manufacturer narrative:
The complaint device was not to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further information is identified, a supplemental medwatch will be filed. No samples were received by the customer for evauation.

Event description:
The customer reports ICU rns were trying to transfer blood from syringe to specimen tube. The needle pulled inside the syringe to specimen tube. The needle pulled inside the syringe and blood splashed everywhere.